Manufacturer narrative:
Submit date: 11/09/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a sharps container. The customer reports that the rocking lid does not drop by itself. The lid remains caught in the cover and clinicians need to pull the lid to be able to dispose of another sharp object.

Manufacturer narrative:
Submit date: 06/19/2017. Samples were received at the manufacturing facility for investigation. The reported condition was observed on 2 samples out of the 30 samples received. The device history record (DHR) was reviewed and indicated that the product was released accomplishing all quality standards. As part of our manufacturing process, all DHR's are reviewed and approved by quality, prior to release of product. A potential root cause for warped door or hood, may be due to the temperature variation during production. Due to this, the door might stay in the upright position and the customer may think the container is full. Before use the container/lid needs to be inspected for any damage per the instruction for use. Based on the existing controls, a corrective and preventive action is not deemed necessary at this time. This complaint will be used for qa tracking and trending purposes.